Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint was confirmed during initial functional testing. The air trap sensor tunnels were cleaned to remedy the reported issue. The root cause was due to start- up kit (suk) air trap leak. A review of the event log was performed and found no errors or anomalies to have occurred. During initial functional testing, liquid was noted on the air trap sensor tunnels due to the suk air trap leak and the air trap drain was found loose. An additional repairs were performed as part of routine maintenance. The air trap drain was tightened, after which the system passed the final functional testing and met all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During therapy, the thermogard system ( sn: (B)(4)) was displaying an air trap alarm due to a start-up kit (suk) air trap leak. The console and suk were replaced and treatment was resumed without any issues. No patient consequences reported.